Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to issues related to reprocessing. Additional evaluation findings: the light guide bundle was abnormal; the image was partially dark due to the scratch on charged coupled device lens; waterproof failure due to the broken plastic distal end cover; waterproof failure due to the cut bending section cover; the gap on upward/downward angulation control knob was out of standards due to the worn angle-wire; the flexibility adjustment did not function due to the deformed flexibility adjustment ring; angulation in the up direction was out of standards due to the worn angle-wire; connecting tube was twisted; the insulation resistance value was out of standards since the connecting tube coating was peeled off; air/water cylinder was deformed; universal cord and connecting tube was corrugated; bending section cover adhesive was broken; light guide lens lens was broken; and charged coupled device lens had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a leakage from the bending section cover. The issue was observed during preparation for use for a diagnostic procedure. The procedure was completed using a similar device with no delay; there were no procedural impact or patient harm due to the reported issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there are foreign material and residue from the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.